Event description:
The customer reported the unit failed co2 calibration. There was no reported pt involvement and/or impact.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.